Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for palliative treatment of a malignant tumor within the esophagus. The tumor was reported to be approximately 4 cm in length. The patient's anatomy was not dilated prior to the stent placement. Additionally, the patient's anatomy was reported to be "normal to the situation." During the procedure, the stent was advanced into the target lesion and the physician noticed that the suture was beginning to release the stent. As the stent began to deploy, the physician experienced difficulties in passing the lesion. Therefore, the partially deployed stent was removed from the patient and another ultraflex esophageal covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for palliative treatment of a malignant tumor within the esophagus. The tumor was reported to be approximately 4 cm in length. The patient's anatomy was not dilated prior to the stent placement. Additionally, the patient's anatomy was reported to be "normal to the situation." During the procedure, the stent was advanced into the target lesion and the physician noticed that the suture was beginning to release the stent. As the stent began to deploy, the physician experienced difficulties in passing the lesion. Therefore, the partially deployed stent was removed from the patient and another ultraflex esophageal covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 5 mm. No issues were noted with the profile of the device. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device. The most probable root cause is operational context as the product meets design and manufacture specification, but due to anatomical or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.